Event description:
The consumer reported that therapy was hit and miss. He was good for 4-5 days when he did not have to get up at night then all of a sudden, he was right back to where he started going 5-6 times a night. When he checked the programmer, his stimulation was still on. It happened several times. The symptom was urge frequency. The patient was running down the hall way every 15-20 minutes. It was like he took a diuretic. It was noted that the reason the patient got the device was a result of a transient ischemic attack (tia) mini stroke in (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that he had intermittently updated healthcare provider of his fluctuating conditions. Since the final surgery till now, he had not pursed an appointment. He was concentrating on doing everything he could to help the device to work. ¿overall, they are beginning to see progress. There would be four or five days when the nuisance is maddening followed by a week when patient see signs of gaining some symbolic of control. E.g., sleeping two nights in a row without getting up and somehow knowing he didn¿t need to wear a pad! That¿s happened twice in the last 30 days¿. It was also reported that the flutter in the pelvic area was diminishing more every day. He must check it with patient programmer to assure it was still working. It was noted that there were none step s taken to resolve the reported issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that he had intermittently updated healthcare provider of his fluctuating conditions. Since the final surgery till now, he had not pursed an appointment. He was concentrating on doing everything he could to help the device to work. Overall, he was beginning to see progress. ¿there would be four or five days when the nuisance was maddening followed by a week when she saw signs of gaining some semblance of control¿. She was sleeping two nights in a row without getting up and somehow knowing she did not need to wear a pad. That was happened twice the last 30 days. It was also reported that ¿ the simultaneous same -frequency flutter in the auditory canal only happened on days when she increased the amplitude of the therapy ( not more than once a week). The intensity decreased with each subsequent cycle until she could not feel it at all the next day. Likewise, the flutter in the pelvic area was diminishing more every day. She must check it with patient programmer to assure it was still working¿. It was indicated that the flutter in the left ear canal had completely disappeared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.